Event description:
There have been two recent incidents of endoscopes that passed automated leak testing, quality checks, and appropriate high-level disinfection that were found to have residual fluid. These scopes were found to have leaks when inspected by the MFR. Flexible scopes found to pass automated veriscan leak test but failed when manually checked and contained leaks when inspected by OEM. FDA safety report ID# (B)(4).